Manufacturer narrative:
Additional data: b5: the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -15.0 diopter on (B)(6) 2019. The cause of the event was due to patient related factor. H6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: d6: implanted date - (B)(6) 2019. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a specimen cup with residue on the product. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients left eye (os) in (B)(6) 2019. The patient experienced a refractive surprise and the vault is minimal. Lasik enhancement was performed 9 months later. The patient has now developed an anterior cortical cataract. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.